Event description:
An endeavor resolute drug-eluting stent was being used to treat a lesion in the lad. The lesion was 93% stenosed. The device was inspected prior to use with no issues noted. During the procedure the device was unable to cross the lesion. No resistance was experienced when advancing to the lesion. Another brand device was used to complete the procedure. There was no patient injury reported. Device evaluation: the distal stent segments were stretched and deformed. Crimp impressions were visible on the balloon. Stretching of stent segments caused distal segments to be moved distally over the distal marker band. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
(B)(4) . Results and conclusion: (stent deformation). (93% stenosis). (Stent).